Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a liver resection, the handle displayed a yellow swim lane for the adapter and then went black. There was no patient harm reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one signia power handle, one signia linear adapter, and one signia power control shell opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The reported condition for this incident was that during liver resection procedure the display screen shut off. Testing revealed the battery charge displayed on the system to be incorrect resulting in a handle shut off due to inadequate battery charge. The incorrect battery charge displayed is due to a mismatch between the battery firmware and the lithium ion cells in the battery. The root cause of the observed condition was determined to be a result of a quality issue with a component obtained from a third party supplier and a product improvement has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.